Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was 56 mg/dl and blood glucose was 130 mg/dl, which have caused the insulin pump to go into threshold suspend when customer was not low. Customer states the device constantly alarms check blood glucose. Customer also gets multiple signal and lost sensor alarms. Customer was advised how to properly calibrate. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 3004209178-2014-94132.